Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a stroke, brain bleed, blurred vision, and some speech issues after the procedure. The patient died. A concomitant pulse field ablation (pfa) and left atrial appendage closure (laac) procedure was performed using a farawave catheter. An activated clotting time (act) of 300 was maintained at the time the watchman device was implanted. The procedure was completed without any issues. While in recovery the patient complained of blurred/double vision and some speech issues upon moving around, about four hours after the procedure. A computed tomography (CT) scan was performed which noted a brain bleed. A magnetic resonance scan was also performed at some point. A hemorrhagic stroke was diagnosed. The patient was intubated and noted to have fixed eyes and no response to pain stimuli. The patient died the day after the procedure. The device is not expected to be returned for analysis due to disposal.